Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6.: medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure. Which occurred, 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was experiencing vomiting, dizziness and could not stand up. When the patient checked his dexcom, it showed, that the sensor had failed. The patient had not been previously aware that the sensor had failed. In addition, the patient did not have a bg (blood glucose) meter available to use as back-up. An ambulance was called, and the patient was transported to the hospital. At the hospital, the patient¿s bg meter reading was found to be 631 mg/dl. It was reported, the patient was diagnosed with dka (diabetic ketoacidosis) and gastroparesis. The patient was treated with an unspecified medication to ¿calm his stomach¿. The patient was reported to be ¿much better¿ at the time of report. However, was still in the hospital. And was planned to be there for 1-2 days. An exact discharge date was not specified. At the time of the report, the patient was in better condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.